Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. It was reported by the hospital facility that the ventralex st mesh "fell apart" and that sample was discarded by the facility. No patient injury was reported to have occurred as a result of this event. Multiple attempts were made to obtain additional information from the hospital regarding the event as it was reported. However, no additional information was able to be provided. Based on the limited information provided, and not having the sample to evaluate, we are unable to confirm the reported product problem. Should additional information be provided this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the hospital facility that the ventralex st mesh "fell apart." Sample was discarded by the facility. No patient injury was reported to have occurred as a result of this event.